Event description:
It was reported that a patient presented to the clinic after receiving a vibratory alert for nonsustained lead noise episodes. The alert was caused by a sensing latency between the near and far field channels. Programming changes were recommended and the patient notifier for nonsustained lead noise alerts was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.